Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a lead repositioning procedure, and the physician was having difficulty anchoring the new lead into the right position due to the patients anatomy. The patient was experiencing stimulation in the non-target area. However, the physician successfully moved leads into position and was doing well post-operatively. Nothing was implanted or explanted.